Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine check. Device interrogation revealed low lead impedance in the right ventricular lead. There was also an insulation anomaly that was discovered. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure.